Manufacturer narrative:
Submit date: 11/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports that when pulling over handle, the lite glove tore in the middle. Happened at set up. No patient present.